Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t4 thermistor. The device was evaluated upon receipt. Alarm 74. T4 intermittently going to zero degrees c. Replaced tank harness. The hot side connector between the power inlet module and the ac main voltage circuit card is blackened and melted. The device is slow to cool and fails a chiller efficiency test due to a failing mixing pump. The circulation pump outlet hose has expanded to the point it will not hold the diverter. Serviced mixing pump. Replaced the circulation pump outlet hose, ac main voltage circuit card, power inlet module, tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called to request a loaner and quote for depot repair. The arctic sun device boots repeatedly to an alarm 77 (non-recoverable system error). They discussed this was indicative of a failed chiller temperature (t4) thermistor and would need a tank harness replacement. They stated the device was on the unit and would take it to biomed and ask them to call and arrange the repair. Per follow up information received via task on 20nov2024, per wo, an open t4 thermistor was found. Per sample evaluation results received via task on 08jan2025, it was reported that the hot side connector between the power inlet module and the ac main voltage circuit card was blackened and melted. The arctic sun device was slow to cool and failed a chiller efficiency test due to a failing mixing pump. The circulation pump outlet hose has expanded to the point it would not hold the diverter.

Event description:
It was reported that the biomed called to request a loaner and quote for depot repair. The arctic sun device boots repeatedly to an alarm 77 (non-recoverable system error). They discussed this was indicative of a failed chiller temperature (t4) thermistor and would need a tank harness replacement. They stated the device was on the unit and would take it to biomed and ask them to call and arrange the repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.